Event description:
It was reported that the implantable cardioverter defibrillator exhibited pacing at higher outputs and would saturate a surface signal on the recording system as well as the discriminator channel on the programmer during an ablation. Programming changes were performed however, it was noted that this did not help the areas where the device was undersensing. The patient's condition was stable throughout the ablation procedure.